Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the ipg was unable to communicate with the external devices. Reportedly, the patient has not recharged or used the ipg in over 2 years. As such, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg addressing the issue.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. Per event details, the patient didn¿t charge the ipg due to losing the charger and controller 2 years ago. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing. According to the review of protege IFU/dfu, arten100145316, rev a, there is adequate information for preserving the ipg when not in use. Section ¿maintaining the ipg battery¿ in the dfu, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿